Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 2.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during advancement, the stent fell off at the ostium of the lcx. With the guide wire still in place, a balloon catheter was advanced and used to deploy the dislodged stent in the left main trunk (lmt). The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.